Event description:
The patient had post-operative nerve injury (loss of sensation down the operated arm) following acromioclavicular (ac) surgery. Patient was re-admitted for investigative surgery. The area around the ac device was examined and the coracoid decompressed. The MRI showed tenting around a branch of the brachial plexus possibly caused by a surgical instrument used to implant the ac device or entrapment of a section of the brachial plexus when the original ac device was secured.

Manufacturer narrative:
This adverse event occurred in (B)(6) in (B)(6) 2012 using a similar device marketed in the us. This event should have been reported to the us at the time but was not reported due to an oversight. More robust decision process now in place to ensure us reporting is correctly applied. Most likely cause of event is determined to be user not following instructions for use.